Event description:
It was reported that during the procedure, the catheter deflection knob seemed to be broken and that no deflection could be done with it. This information was not indicative of a reportable event. The device was received at the failure analysis lab and upon examination on (B)(4), it was noticed that the catheter had brown residues on the anchor window and inside the tip, making the event reportable and marking (B)(4) as the alert date for this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during the procedure, the catheter deflection knob seemed to be broken and that no deflection could be done with it. This information was not indicative of a reportable event. The device was received at the failure analysis lab and upon examination on august 1st, it was noticed that the catheter had brown residues on the anchor window and inside the tip, making the event reportable and marking august 1st as the alert date for this report. Upon receiving, the catheter was visually inspected and one of the connector pins was found bent. The knob was found in good conditions. The catheter was tested for deflection and the catheter failed. The catheter was dissected and it was noticed that the t bar slid down from the lumen. In addition, pu in anchor window was found damaged and brown residues were observed inside the damaged area. This condition was not originally reported by the customer. After further inspection, it was observed that the t bar torn off the anchor window polyurethane along with the soft tip cavity where the anchor window lies. These create a space which weakened the anchor window area, causing the pu to either peel off or crack. For the brown material, it is unknown the origin of the residues the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint has been verified.